Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave erroneous sodium (na) and chloride (cl) results for four pt samples. The erroneous results were not reported out of the lab. There were no changes to pt treatment as a result of this event. There were no reports of death or serious injury. The customer stated that they noticed that pt anion gaps dropped low while the system was in operation. The customer recalibrated the system, ran a quality control (qc) and re-ran pt samples. The customer noticed na and cl results changed, and the repeated results were reported out of the lab. The customer provided four pt sample results. Two pt results were dated (B)(6) 2010 and two were dated (B)(6) 2010. This is report 2 of 2 medwatch reports filed for this event for pts 3 and 4 of 4 patients. A single medwatch report was filed in july 2010 for pts 1 and 2 of 4.

Manufacturer narrative:
H3 and h6: while troubleshooting with customer service on the telephone, the customer noticed chunks of red debris on the modular chemistries (mc) collar wash. Under the direction of customer service, the collar wash, the cap piercer blade and wick were replaced. Although hardware issues were addressed, a clear root cause for this event has not been determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: 2050012-2010-00496.